Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: device lot number was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. D4: lot number unknown / not provided. D10: tsvtb11, imp,tsv,3.7,11.5,mtx,mg/lot# 1264709. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant was placed with a driver to seat fully but the driver got stuck and the implant had to be removed. The site was grafted and the patient will have to return for an additional procedure.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4307. Zimvie received the reported driver for evaluation. Visual evaluation of the as returned device identified the driver (rh2.5) with signs of use. The rh2.5 was attached to the implant and wouldn¿t disengage during a physical / functional test. DHR review was completed for the subject lot number 62414335. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62414335 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is use error. Therefore, based on the available information, device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.